Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8709, lot# l62633, implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-20, additional information was received from an healthcare professional (hcp). The cause of the catheter replacement was because the catheter was twisted around itself resulting in a partial blockage. The catheter was discarded.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8709, lot# l62633, implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-06, additional information was received from the healthcare professional (hcp). The hcp stated the pump was not replaced on (B)(6) 2019. Only the intrathecal catheter was replaced on that date. The pump was okay. The patient's status was "patient has functioning intrathecal catheter and pump".

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jul-2019 from a healthcare professional (hcp) who reported that per the patient, her previous pump stopped working/stalled/was turning off due to an x-ray or MRI and she was in a lot of pain, so they replaced the pump. The patient showed the hcp the scar where the pump got replaced in (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 10mg/ml morphine at 19mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a dye study done on (B)(6) 2019. It was determined that the pump was flipped, and when the logs were read a motor stall was discovered that occurred on (B)(6) 2019 and had not recovered. The patient was scheduled for replacement surgery on (B)(6) 2019. The issue was not resolved at the time of the report and the patient's status was noted as "alive-no injury". No further complications were anticipated/reported.